Event description:
The customer returned the evis exera iii duodenovideoscope to olympus for an annual inspection. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was a leak between the forceps elevator and the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the forceps channel port had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to a fray of knob wire the forceps skip or sway on the upper half of the endoscopic image, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the light guide lens had a crack, the connecting tube had coating peeling, due to annual inspection some parts needed to be replaced, and the adhesive around the objective lens had wear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the phenomenon could not be identified based on the facts obtained from the investigation. The user can detect the suggested event by handling device in accordance with the following content of IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test. Olympus will continue to monitor field performance for this device.